Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited increased shocking impedance measurements. The most recent measurements were greater than 125 ohms. All other lead diagnostics are normal, no noise was observed, and the patient was not symptomatic. A boston scientific technical services (ts) consultant discussed obtaining a chest x-ray and performing commanded shock testing to evaluate the lead further. The physician suspected calcification at the tip of the lead which was causing the increased impedance measurements. A revision procedure was performed and the lead was removed from service and successfully replaced. Visual inspection of the lead noted tissue that was encapsulated in the distal coil. No additional adverse patient effects were reported. The device remains implanted and in service. The lead was discarded and not returned.